Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the unit. The fse confirmed the battery could not charge as the user reported. The fse inspected the machine and found the cart bulk power supply board failed. The fse replaced the power supply board. The fse performed functional checks according to the service manual. The machine was returned to the customer for clinical use. The failure analysis and testing dept. Received part bulk power supply with a reported unit failure of battery light and battery did not charge. The failure analysis and testing dept. Performed visual inspection of the part received and confirmed that no physical damage or abnormalities were observed. The fat department installed the received bulk power supply in the cardiosave test fixture and tested to factory specifications per procedure. The fat department performed charging test then functional test for 3 hours and did not detect any anomalies. The cart bulk power supply passed the charging test then the functional test and met the required acceptance criteria. The failure analysis and testing department could not replicate the failure as described by the customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp)'s battery could not be charged. There was no patient involvement or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit's battery not able to charge. No patient harm or injury reported.